Event description:
During a percutaneous coronary intervention (pci) the doctor advanced the two wires down the right coronary artery (rca) with no issue. He then advanced the 3.00x12mm synergy stent into place and deployed the stent, after thinking that it was deployed he then removed the device from the patient and at that point it was noticed that the stent had not deployed and part of the stent was still on the balloon. The portion of the stent that was on the balloon was difficult to remove. The doctor felt that maybe the balloon was damaged because it was still partially inflated upon removal. Another device was used and stents deployed fine. A lot number of 19362166 for the new device.